Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to a component failure. The issue was resolved by replacing the capacitor and the product is back in service.